Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months post filter deployment, a computed tomography that filter was not tilted. There were multiple struts perforating the wall of the inferior vena cava follows anterior, right lateral, right posterior lateral and posterior with 1 mm and left anterolateral, left posterior lateral with less than 1 mm. There were no broken or bent struts. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the vessels. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months post filter deployment, a computed tomography that filter was not tilted. There were multiple struts perforating the wall of the inferior vena cava follows anterior, right lateral, right posterior lateral and posterior with 1mm and left anterolateral, left posterior lateral with less than 1mm. There were no broken or bent struts. Therefore, the investigation is confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4 (expiry date: 01/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the vessels and vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe pain as a result of the filter perforated the vessels; however, the current status of the patient is unknown.